Manufacturer narrative:
Retained samples of the same lot were inspected visually and for their ph. In addition, one electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. The IFU explicitly states: "do not place electrodes on skin sites with (...) Injuries of any kind." "Do not use on patients with shown skin irritating effects on skin (...)." The user did not follow the IFU and placed electrodes on skin sites that had developed skin irritations. No conclusion regarding the initial cause of the irritation can be drawn. However, by reapplying electrodes despite of shown irritating effects and probably on sites with already established skin irritation and thus not following the IFU has certainly aggrevated the consequences of the irritation. We therefore consider a use error to have contributed to the incident.

Event description:
On march 09th, 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (models sbt60 and sbw55) and a verité ECG machine had been used in a mct monitoring procedure with a planned duration of 30 days. The patient's skin type was described as normal, no hair and the body type as medium built. The skin was cleaned with dove soaps and water, not shaven, not disinfected, and dried. After several days of monitoring, the patient reported the standard electrodes were itching and irritating her skin. The initially used model sbt60 was replaced with model sbw55. A couple of weeks later, the patient reported the irritation persisted and the electrodes needed to be taped to her skin to continue the monitoring session. The sites of the skin irritation were on the chest above the breast area "underneath / middle of electrodes", of various sizes. The patient described the standard electrode model as the most uncomfortable. The patient went to a primary care physician. The irritations were treated with hydrocortisone. The patient has reported that permanent scars have remained.